Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. Fse was not able to identify what the blue residue was below the electrolyte injection cup. The field service engineer (fse) replaced the electrolyte injection cup valves and performed probe alignments. The fse executed instrument chemistry calibration and quality control assessments with acceptable results. The instrument was returned into service upon completion of the verified repairs.

Event description:
The customer reported that on (B)(6) 2011 a leak was observed on a synchron lx20 clinical chemistry system. Blue colored residual appeared below the electrolyte injection cup. The healthcare workers interfacing with the machine were wearing personal protective equipment. No injuries were reported and no personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was a spill/exposure plan in place at the facility and the material safety data sheet was available at the facility. Instrument ion-selective electrode chemistry quality control and calibration results showed no evidence of error during the timeframe of this event.